Manufacturer narrative:
(B)(4).

Event description:
It was reported the closure device detached from the core wire. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device & delivery system (wds) was selected and introduced into the watchman access system. However the wds could not be advanced during the first attempt. The wds was removed from the patient and it was observed that the closure device was detached from the core wire and the core wire was twisted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was connected to the core wire and deployed outside of the shaft as received. Blood was on the device. The hub, shaft, tip, core wire, and implant were examined. There were numerous kinks along the shaft of the device. The shaft was buckled between 2cm and 6cm from the tip of the device. The tip was damaged with evidence of damage from the implant anchors. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The implant size was found to be consistent with the reported information. The implant was connected to the core wire as received, and there was no damage observed on the implant, core wire, or threads of the implant and core wire. The reported detachment of the implant to the core wire and the core wire damage was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Because there was no evidence of any product quality deficiencies, it was considered likely that the reported shaft and tip damage were attributable to procedural factors. The root cause of the reported event is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported the closure device detached from the core wire. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device & delivery system (wds) was selected and introduced into the watchman access system. However the wds could not be advanced during the first attempt. The wds was removed from the patient and it was observed that the closure device was detached from the core wire and the core wire was twisted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.